Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, and undesired sensations (non-target stimulation area) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block d3: updated.

Event description:
It was reported that the patient with this neurostimulator experienced discomfort and pain in the left toe, likely due to motor involvement following stimulation. To address this issue, the patient underwent a revision of the tined lead. Fortunately, there were no additional complications during the procedure. Before the revision, the patient had sensations in the foot and motor responses in the toes. The lead was replaced with a new one while retaining the original ins. The patient is currently doing well and no longer reports any sensations in the leg or foot. A follow-up appointment has been scheduled to monitor the patient's progress after the procedure, which aimed to alleviate the sensation in the foot resulting from the earlier stimulation. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced discomfort and pain, possibly due to motor involvement in the left toe following stimulation. The patient underwent tined lead revision. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced discomfort and pain in the left toe, likely due to motor involvement following stimulation. To address this issue, the patient underwent a revision of the tined lead. Fortunately, there were no additional complications during the procedure. Before the revision, the patient had sensations in the foot and motor responses in the toes. The lead was replaced with a new one while retaining the original ins. The patient is currently doing well and no longer reports any sensations in the leg or foot. A follow-up appointment has been scheduled to monitor the patient's progress after the procedure, which aimed to alleviate the sensation in the foot resulting from the earlier stimulation. There were no additional patient complications.